Event description:
It was reported that when using the bd pyxis¿ es refrigerator was not cooling. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not cooling. The field service engineer observed that helmer display screen had dimmed. Fse reseated the power cable and rebooted the fridge to resolve the issue. Fse performed functional testing in hardware test application. Customer inventory medication to test. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.